Event description:
It was reported that during an ultrasound-guided fibroma excision of two lesions with normal tissue, the gears were making a clicking sound. There were a few samples that did not transport to the sample chamber and the probe was removed from pt. During the re-calibration process there was a clicking sound and the probe tip detached outside the pt. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.